Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer had failed. The customer attempted to reboot the station and recover storage; however, after the reboot, the station displayed that the device was not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer found that the half height drawer was failed, and drawer 4.2 was not detected on the bus. The fse replaced the pyxibus module controller board, but when the drawer was reconnected to power, the board no longer functioned. The fse isolated the fault to the drawer controller board for drawer 4.2 and replaced it and again replaced the pyxibus module controller board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.